Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing a burning sensation at the ipg pocket site for approx one month. The sensation is present whether stimulation is on or off; however, the pt advised at times, the stimulation will relieve the sensation. X-ray results revealed no anomalies. The pt reported her body forms a lot of scar tissue and has elected to refrain from any intervention at this time starting that she needs the stimulation she is currently receiving.